Manufacturer narrative:
No product has been returned for investigation, no product malfunction has been alleged. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...potential risks identified with the use of this system, which may require additional surgery, include: infection..."

Event description:
On (B)(6) 2019, patient underwent a spinal procedure from t10 to pelvis level. On (B)(6) 2019, a revision procedure was performed to address a post-operative infection. At this time there is no allegation of product malfunction. The cause and nature of the infection are unknown.

Manufacturer narrative:
Additional information was received.

Event description:
New information received.